Event description:
The device continuously prompted connect electrodes and an analysis of pt ECG could not be performed as a result. A backup device of same model was used to successfully analyze the pt rhythm. The pt was not resuscitated, but the reporter indicated pt outcome was not affected by the use, due to use of the backup device.